Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt rep. Said the pt needed some reprogramming by a manufacturer representative to address "severe leg pain" and a slew of problems that had been occurring since about a 1.5 months ago. Pt rep. Said pt had been in hospital due to leg pain and had fallen out of a truck recently. Pt had a bruised hip and was given a cortisone shot while in hospital. Pt rep. Mentioned the hcp at the hospital said the pt's "nerves may be acting up" due to spinal cord stimulator. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.